Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the customer¿s allegation was confirmed. After further review it was also found that the insertion part of the curved rubber adhesive was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope received a b30 scope communication error. Product evaluation found that the scope identification data was not available. There was no patient harm reported.

Manufacturer narrative:
Correction: device manufacture date: nov 19, 2012 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.